Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the clinician installed a set into a pump module and noted a leak at the upper portion of the set near the upper pressure sensor. A second set was installed and had the same issue. There was no report of patient harm.

Manufacturer narrative:
Please disregard initial submission. The customer later reported that the pinhole leak reported for this report was in a non-bd IV bag, not in the tubing.

Event description:
The customer reported that the clinician installed a set into the device and noted a leak at the upper fitment. A second set was installed and had the same issue. It was reported by the facility biomed an over infusion of an unspecified medication occurred at the time of the 2 sets leaks. There was no report of patient harm.